Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: combined single-access left atrial appendage occlusion and transcatheter edge-to-edge repair for mitral and tricuspid regurgitation b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "combined single-access left atrial appendage occlusion and transcatheter edge-to-edge repair for mitral and tricuspid regurgitation", was reviewed. The article presented a case study of an 87-year-old male patient with a history of breathlessness, fatigue, heart failure, percutaneous coronary intervention, severe tricuspid regurgitation, permanent atrial fibrillation, peripheral arterial disease, right transfemoral amputation, severe central mitral regurgitation, and hypertension. A 31mm amplatzer amulet left atrial appendage occluder and four mitraclip xtw's were chosen for implant on an unknown date. The occluder was successfully implanted in the left atrial appendage. One mitraclip xtw was deployed central a2/p2 (anterior 2 and posterior 2 leaflet segments) of the mitral valve, and the remaining two mitraclip xtws were deployed in the anterior-septal leaflet segments of the tricuspid valve. During the 3-month follow-up a grade 1-2 residual shunt was observed with the amplatzer amulet. [The primary and corresponding author was andrei georgian florescu, icps ramsay santé, hôpital privé jacques cartier, 6 avenue noyer lambert, massy 91300, france, with corresponding email: andxro@gmail.com.]

Event description:
The article, "combined single-access left atrial appendage occlusion and transcatheter edge-to-edge repair for mitral and tricuspid regurgitation", was reviewed. The article presented a case study of an 87-year-old male patient with a history of breathlessness, fatigue, heart failure, percutaneous coronary intervention, severe tricuspid regurgitation, permanent atrial fibrillation, peripheral arterial disease, right transfemoral amputation, severe central mitral regurgitation, and hypertension. A 31mm amplatzer amulet left atrial appendage occluder and four mitraclip xtw's were chosen for implant on an unknown date. The occluder was successfully implanted in the left atrial appendage. One mitraclip xtw was deployed central a2/p2 (anterior 2 and posterior 2 leaflet segments) of the mitral valve, and the remaining two mitraclip xtws were deployed in the anterior-septal leaflet segments of the tricuspid valve. During the 3-month follow-up a grade 1-2 residual shunt was observed with the amplatzer amulet. [The primary and corresponding author was andrei georgian florescu, icps ramsay santé, hôpital privé jacques cartier, 6 avenue noyer lambert, massy 91300, france, with corresponding email: andxro@gmail.com.]

Manufacturer narrative:
As reported in a research article, combined single-access left atrial appendage occlusion and transcatheter edge-to-edge repair for mitral and tricuspid regurgitation. Information from the field indicated that a 31 mm amplatzer amulet occluder and four mitraclip devices were selected for implantation on an unspecified date. The amulet occluder was successfully implanted in the left atrial appendage. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.